Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic left bullous resection, when the instrument was applied to the surgically removed bullous tissue. The first reload fired with the handle smoothly. But when the second reload was installed correctly, the customer felt something stuck when firing, and did not fire at all. At first, the customer thought it was a problem with the second reload installed. After replacing the third reload, it was able to fire a little, then it could not be fired. Later, it was found that there was a problem with the handle, the doctor heard an abnormal noise. The user replaced with another brand product to complete the operation. There was no patient injury.